Event description:
Olympus medical systems corp. (Omsc) was informed of problems related to microbiological testing. Other detailed information such as the number and the type of microbes, and the reprocessing method was not provided. There was no report of infection associated with this report. This device is an olympus asset.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.